Manufacturer narrative:
H3 other text : device not return.

Event description:
The manufacturer received information alleging a ventilator's touchscreen bezel was physically damaged. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's touchscreen bezel was physically damaged. There was no harm or injury reported. The device's front enclosure was physically damaged. The ventilator was evaluated by a field service engineer and the customer¿s complaint was confirmed. The device's front enclosure was replaced to address the issues.